Manufacturer narrative:
The returned device used in treatment, were returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the returned device shows minimal electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The device was activated in saline solution on ablate- and coag mode and the device creates plasma on the electrodes as intended. The suction lines were tested and the suction line of device#1; 2 was clogged by dried parts of tisse which could not be cleaned by a back flush. A back flush can thoroughly clean the lines and the suction; the complaint was verified and the root cause was determined to be associated with the clogged suction lines evident from the tissue present on the screen at distal end. If insufficient suction is used during the procedure, tissue can build up and prevent proper suction flow. The instruction for use provided with the device contains instructions, warnings, and precautionary measures regarding maintaining proper suction flow. It is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors could contribute to the reported failure. It is possible that the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. Clogging of the wand suction is typically caused by large, ablated tissue remnants. Periodically wiping the unactivated tip with wet gauze can help prevent clogging. Should the wand become clogged, intermittently dip the tip into a saline filled beaker and activate the wand with the ablation foot pedal to flush the suction port. If the wand remains clogged, a 10 20cc syringe filled with saline may also be used to back flush the suction port. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy under normal operating conditions, it was found that the suction effect of the cutter head was poor, the cutter head was easy to block and the blood coagulation wasn't smooth, and it was impossible to work normally when turned to the one side of the tonsil, then the cutter head was replaced and the situation still occurs after replacing it. A delay of more than 30 minutes was reported. No patient injuries were reported.